Event description:
Pt has experienced ongoing concerns with the infusion sets over the past 9 months. Pt reported the infusion set luer occasionally separates from the tube, and the infusion set self-adhesive does not stick properly. These concerns have resulted in elevated blood glucose of approximately 400 mg/dl, and pt has tested positive for ketones. Pt changes the infusion set and delivers a correction bolus via the infusion device to correct hyperglycemia. Pt did not require treatment from a health care professional or second part to address the issue. The alleged infusion sets were discarded and will not be returned for evaluation, and replacement infusion sets were sent. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.